Event description:
It was reported the 6f ultimum introducer was placed in the femoral vein. The physician then attempted arterial access performing multiple punctures. At least two attempts punctured through the shaft of the indwelling venous introducer. The dilator was then pushed through the side of the indwelling venous introducer and did not fully advance. Manual compression was applied and the introducer in question was pulled. Tearing at the site of damage from the arterial punctures. The distal end of the introducer remained in the right femoral vein. The patient underwent surgery where the distal section was removed and the vein was repaired with suture; there were no complications. The patient was reportedly recovering.